Event description:
It was reported that balloon rupture occurred. A 6.0 x 40mm, 40cm mustang balloon catheter was advanced for dilation. However, no pressure was noted on the fourth inflation and a pinhole was noted after withdrawing the device. The dilation of this balloon was enough to complete the procedure. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: mustang 6.0 x 40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and microscopic examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Manufacturer narrative:
Initial reporter city: (B)(6)

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40mm, 40cm mustang balloon catheter was advanced for dilation. However, no pressure was noted on the fourth inflation and a pinhole was noted after withdrawing the device. The dilation of this balloon was enough to complete the procedure. No patient complications were reported and the patient's status was good.